Event description:
The day after the percutaneous coronary intervention (pci) where the cypher stent was implanted, the pt complained of nausea. Coronary angiography was conducted and thrombus was observed in the implanted cypher stent and proximal to it. To treat the thrombus aspiration and balloon angioplasty was conducted. Afterwards, the pt developed septal wall rupture, and was treated at the hosp's cardiac surgery unit. The procedure was an elective case. The target lesion were the left anterior descending (lad) artery and the diagonal artery. The target lesion was an in-stent restenosis and the brand name of the previously implanted stent was unknown. The lesion was also eccentric, bifurcated, and diffused lesion. Aha/acc classification of the vessel was a type c. The lesion was in a bifurcation.